Manufacturer narrative:
In the previous report, the manufacturer captured incorrect information in general information, box b, box g and box h. The following correction has been corrected in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung cancer and death. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed. General information: 510k has been corrected. In box b: describe event or problem has been corrected. In box g: 510k has been corrected. In box h: type of reported complaint has been corrected.

Event description:
(B)(4) - allegation of patient harm.